Event description:
A patient went into a ventricular tachycardia in the emergency department. The device was connected to the patient in a synchronized cardioversion attempt using standard paddles. Reportedly, the defibrillator charged but would not discharge energy to the patient. The report information is not clear but defibrillator energy was delivered to the patient at some point, and the patient ECG was successfully converted to a perfusing rhythm. The patient was resuscitated.